Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. Based on the investigation findings, the complaint has been confirmed. The root cause is likely due to improper pin and spring assembly performed by the operators during the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the needle failed to fire correctly and the patient needed extra biopsies.